Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed the cause from the following findings that excessive force was applied to the passive bending section by user handling such as twisting the insertion section with excessive force. Then braids got broken. * device inspection result by local service department showed as below: - braids of the passive bending section was broken and frayed. - bending rubber was leaking. - inside of the bending rubber partly got browned. (Corrosion evidence of the passive bending section) * IFU prohibits from twisting the insertion section with excessive force. * dmr review found that product specifications set quality items of strength durability against twisting the bending section. Design verification result met the items.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on august 17, 2021, it was found that the bending section was seriously damaged with metal exposure. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.